Event description:
The surgery center reported that a laser vision correction patient was presented with a trace of diffuse lamellar keratitis (dlk) on right eye (od) eye at 1 day post-operative exam. Topical steroid were increased and used to treat the dlk. The increase of pred forte with scheduled taper. The patient is asymptomatic.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support all pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Account reported on (B)(6) 2015 that the symptoms resolved. Placeholder.